Event description:
It was reported, the lumen inside the securacath had a hole in it and when flushed, it leaked. The patients line was removed as they also had an infection. The line was being used for administration of vancomycin. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, the lumen inside the securacath had a hole in it and when flushed, it leaked. The patients line was removed as they also had an infection. The line was being used for administration of vancomycin. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter was 48cm, it was inserted into the basilic vein, exit site marking 5cm, secured with securacath. PICC was used for antibiotics (vancomycin). There were no reported occlusions with this PICC. The leak was identified when flushed you could see the fluid on the PICC, break was found at 3cm mark. PICC had been used 7 days. There are no xray images of this event. The catheter site was cleaned with chloraprep (3ml). No additional comments.